Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to a heart attack and a leg amputation . The cause of death was organ failure. The caller stated that the customer had a heart attack that may have led to the customer's passing. The customer¿s blood glucose was above 600 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected on the day of admission to the hospital. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. Frn-mmt-326-reservoir

Manufacturer narrative:
Unit received with a depleted (B)(6) alkaline battery installed. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Unit had intermittent button response on the esc, act, up arrow and down arrow button. Unable to determine the root cause of the intermittent button response due to pump preservation. Unit had chipped paint on the keypad overlay graphics layer and damage keypad overlay at the act button, cracked battery tube threads, and cracked reservoir tube lip. Data analysis: there is no data available due to the unit received with a depleted battery installed.